Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42527900700, l/n: 62377739, tibial articular surface provisional; p/n: 42517000505, l/n: 62698724. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07034, 0001822565 - 2018 - 07035.

Event description:
It was reported during inspection that the device was worn. Subsequently, the device was worn and fractured. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07035 - 1.